Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log fie captured a low voltage hazard/ no external power event on (B)(6) 2020 where it appears that the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 11 days of data (23nov2020 ¿ 04dec2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 from 11:45:40 to 11:45:44 due to a loss of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the mpu will not be returned for evaluation. It was noted that the mpu has a v-lock connector on the ac power cord and that it is not known if the mpu ac power cord became loose at the wall outlet or at the back of the unit. It was also stated that there were no environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 30dec2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported there was patient error associated with the mpu losing power.